Event description:
It was reported by the patient that the patient's implantable cardioverter defibrillator (ICD) battery was very low and the device " isn't even four years old". Additional information was attempted to be obtained, but is not available. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.